Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.